Manufacturer narrative:
One 013661 cannulated endoscopic 8mm drill bit reported on. The product was not returned for evaluation. Physical conclusions, full investigation and evaluation were restricted. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿these instruments are designed for repeated use with proper care and handling.¿ please refer to instructions for use for instructions on automatic and manual sterilization recommendations. Per instructions for use: low-sudsing, neutral 6.0¿8.0 ph, enzymatic detergents are recommended. Do not use detergents above 11.0 ph. Use deionized water for washing and rinsing. There are no other complaints for this lot. This is considered an isolated instance. Allegation occurrence rate is monitored via surveillance.

Event description:
It was reported a rust on the drill bit. No patient injuries or delay were reported as the failure was found after the surgery.